Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. There were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: refx2152. Medical device expiration date: 30-sep-2026. Device manufacture date: 20-dec-2021. Medical device lot #: regn2117. Medical device expiration date: 31-dec-2026. Device manufacture date: 24-jun-2022. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 1 bd safetyglide¿ needle from lots refx2152 and regn2117 were clogged. The following information was provided by the initial reporter: "I now have another lot# that failed of this needle # 305916... No air is passing through".

Event description:
It was reported that 1 bd safetyglide¿ needle from lots refx2152 and regn2117 were clogged. The following information was provided by the initial reporter: "I now have another lot# that failed of this needle # 305916... No air is passing through".

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval: yes. D10: returned to manufacturer on: 12-dec-2022. H6: investigation summary: one sample with batch refx2152 received in an opened packaging blister pack by our quality team for investigation. No samples received for batch regn2117. Upon visual evaluation, no defects or issues observed on the needle. The sample was connected to a syringe with saline solution, the sample expelled the solution with normal flow. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. Based on the quality team¿s previous investigations, the root cause of the incident clogged needle can be traced to the manufacturing process. During review of the process, process variations during the needle lubricant application can create clogged needles. Several quality initiatives have been implemented on our manufacturing line to ensure that the needle lubricant application is properly applied during the manufacturing process. Additionally, a monitoring program is also in place to verify the needle lubricant is applied uniformly to the needle.